Event description:
It was observed that during the device evaluation that the flex video scope had a foreign object in the nozzle. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b3, e1 (remove contact details and establishment name is olympus). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the presence of the foreign material inside the nozzle could not be determined. It was confirmed that the section of the device where the foreign material remained showed no deformation. The instruction manual states the detection method associated with the event in gif-1200n, chapter 3 preparation and inspection and preventive measures in gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories). The legal manufacture reviewed the customer provided cleaning, disinfection and sterilization (cds) processes, and it is confirmed that there was no deviation from the instructions for use. Olympus will continue to monitor field performance for this device.